Manufacturer narrative:
The device has been explanted and has to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt upon activation of the new device had little to no hearing sensation. Diagnostic images shows that the active electrode array was placed in the semicircular canals.